Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, the root cause has not been determined yet.

Event description:
It was reported to vyaire medical that in900012 infuso pressure (serum rush) 1000 ml lose pressure during the operation of the device. At this time, there is no information regarding patient involvement associated with the reported event.